Manufacturer narrative:
Conclusions: no evaluation will be performed.

Event description:
Customer states that he has diabetes and has used tegaderm film for many years to cover the sensor and transmitter that he uses to monitor glucose levels. Customer stated that he recently began using bard barrier protective prep on his skin (under the dressing). Alleges, he has experienced itching and occasionally develops redness and blisters under and beyond the edges of the dressing. Additionally, customer alleges that the itching begins within a few hours after the application of the bard barrier cream and dressing. Manufacturer's medical complaint investigator discussed the application and removal techniques of tegaderm, along with the suggestion to try samples of the cavilon nsbf (non-string barrier film). Customer stated that he applied diprolene to relieve the redness and itching. No further medical treatment was needed.